Manufacturer narrative:
(B)(4). A carefusion field service representative (fsr) evaluated the device onsite. The fsr ran the 2 thousand hour preventative maintenance procedure, pneumatic checkout and calibrations. Alarm functionality testing performed, driver controller adjustment, performance verification and the patient circuit calibration. At this time, no assembly failure was identified by the fsr, therefore no further component failure investigation will be performed. Having passed all testing and calibrations, the fsr returned the device to the customer, working to manufacturer specifications.

Event description:
The customer reported that the unit stopped working while the device was on a patient. The patient was removed from the unit and placed on another oscillator. There was no harm done to the patient. The customer reported the incident occurred (B)(6) 2016, however the device was not released by the facility for manufacture evaluation until (B)(6) 2017 so the customer chose not to report the incident until that point.